Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 133.6090 on pcu8015 sn (B)(4). After she re-attached the battery and charge the battery, the error went away. Case resolution: I advised (B)(6) the error 133.6090 may have been addressed by reconnecting the battery and charge the battery. I recommended her to complete test/pm on the pcu and put it back in service. (B)(6) said in the tech manual stated replace main speaker for this error code. I told her if the error code was already addressed, there is no need to replace main speaker. (B)(6) requested that I send her email stated no need to replace main speaker. (B)(4).